Event description:
Additional information received reported that the patient was seen by an health care professional (hcp) and still had a metal taste in their mouth. It wasnoted that the patient would be seen again on 2013-(B)(6). Additional information received reported that all impedances were normal. It was noted that the patient still had metal taste in mouth but was tremor free.

Event description:
It was reported that the patient had a "tough" tremor and therefore, he was at high settings. He was getting good tremor control but was having a metallic taste in the mouth. The symptoms occurred following a replacement. With the patient¿s previous devices, he did not have a metallic taste in his mouth. The issue started when the new device model was implanted. The programmed settings applied to the patient¿s previous device and the programmed settings applied to the new devices sc were: 3+, 2-, 1-, a pulse width of 70 microseconds at 185hz, with an amplitude of 3.0v. The patient was later reprogrammed to: 3-, 2+, a pulse width of 70 us at 185hz, with an amplitude of 3.5v. It was unknown when reprogramming had been done. Increasing the voltage was needed in order to get tremor control. It was stated that if the voltage was decreased, the metallic taste might go away, but the tremor returned. Additional information received reported that four days later there was some more programming done with the patient. The tremor was better, but the metal taste was still there. The patient wanted to control tremor and would keep the taste there if he had to. Additional information received reported that the patient had undergone further reprogramming. After reprogramming, the metallic taste was still present. It was stated that there was high impedance found on the right lead, on contact two. The patient was going to be meeting with his healthcare provider on 2013 (B)(6). It was noted that x-rays were taken a week prior to this report and that nothing appeared to be damaged, but the patient¿s healthcare provider thought that ¿this may be causing the metal taste.¿ additional information received reported that the patient will be getting his battery changed on 2013 (B)(6). It was stated that during the battery changing procedure, the impedances will be checked and the device will be checked for fluid in its connections. It was noted that the connections behind the patient¿s ear may also be checked as well. It was further noted that the extension may be replaced and the impedances on the lead may be checked separately from the rest of the system.

Manufacturer narrative:
Product ID 3387s-40 lot# v291389, implanted: 2009 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40 lot# v203702, implanted: 2009 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
Additional information reported the patient's (B)(4) battery was replaced on (B)(6) 2013. It was noted that "all impedances were normal." It was unknown at the time of follow-up whether the metallic taste remained in the patient's mouth. It was noted the explanted battery was to be returned. Please see manufacturer report #3004209178-2013-21992 for information on the patient's other device.